Manufacturer narrative:
The unspecified enpower detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. The device positioning unit (dpu) failed electrical testing with resistance at 31.6 ohms (range 48.5/56.0) and the enpower and cable systems ready green light failed to illuminate. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Conclusion: the complaint of the coil detachment failure is confirmed. The dpu failed electrical testing. While the root cause cannot be determined, the most likely contributing factor may have been due to wiring and or/ solder connection damage inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. In addition a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action will be taken at this time.

Event description:
The contact from the facility reported that during the coil embolization procedure the deltapaq coil (cdf10015230/c33867) could not be detached. An enpower control cable and detachment control box were used in the procedure. There were no damages noted on the coil/coil delivery system or detachment system. A pre-deployment electrical check was performed. No fault light was seen during the case. The green system ready light was illuminated. During the detachment cycle the detachment light did not illuminate and the audible signal did not beep. All connections appeared to fit properly without use of excessive force. The coil was withdrawn and a new coil was used with the same connecting cable and detachment control box to complete the procedure. There was no report of patient injury. There was no significant clinical delay to the procedure as a result of the issue.